Event description:
It was reported to philips that fluoro was lag after pressing the pedal. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a neurovascular diagnosis procedure and it was completed as planned. The philips field service engineer (fse) examined the system onsite and confirmed that fluoro was lagging intermittently after pressing the pedal. Upon troubleshooting the fse found issue with the ip pc. To resolve the issue, the fse formatted both the ip pc's hard disk. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.